Event description:
During mma [middle meningeal artery] embolization we were unable to deliver coils through the micro catheter delivery system (medtronic echelon 14). This was the second case today in which this occurred. Medtronic rep was present and took account lot numbers and manufacturing information. We aborted using coils, and moved instead to onyx liquid embolization fluid. Case proceeded without further incident.